Event description:
It was reported that there was a problem occlusion error. The event occurred during startup and there was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The occlusion error was not verified through testing. Visual and functional tests were performed, which did find a delaminated downstream occlusion (dso) seal and a buckling upstream occlusion (uso) seal. The dso and uso seals were replaced to fix the issue.